Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported customer experienced elevated blood glucose level. Caller alleges noticing that the cartridge was empty; no w1 (cartridge low) and e1 (cartridge empty). No adverse event reported. Requested return of the alleged device for evaluation.

Manufacturer narrative:
Device was returned by customer to roche affiliate. Device was lost in transport between affiliate and investigation unit and was unable to be located, so no investigation could be performed.